Event description:
Complainant alleges "seal failure".

Manufacturer narrative:
A picture was provided and the complaint could be confirmed from that. The root cause is manufacturing error. The most likely cause is that either the sealing tool or packaging film was misaligned during the sealing process, resulting in voids and a breach of the sterile barrier. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.